Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(6) alleging the onetouch verio pro meter was displaying an error 2 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an error 2 message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter was evaluated and the primary complaint was not confirmed; however, additional issues were noted where the meter was found to have pcb contamination and a corroded battery contact. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the strips failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.